Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the low voltage lead became kinked and as such the stylet could not be inserted after the lead was repositioned. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.